Manufacturer narrative:
Zimvie complaint number (B)(4). G4: premarket identification PMA/510(k) #: k011028/k013227.

Event description:
It was reoprted an inner sterile package opened with transfer on it. The sterile inner tube was open while the outer tube was closed. There was also a transfer on the implant. The procedure was completed with other implant.

Manufacturer narrative:
Zimvie complaint number (B)(4). Zimvie received one (1) tsvwb10, (impl tapered scr-v sbm 4. 7mm 4.5mm 10mm) for evaluation. Ups shipment has been lost in transit. A claim has been placed. If ups locates the shipment, the complaint will be re-opened and updated accordingly. DHR review was completed for the subject lot number 1289162. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1289162 for similar events and no other complaint was identified. Review completed utilizing keywords: ¿dental : packaging : other¿ based on the investigation and risk management file review, the most likely root cause determined was mishandling of packaging outside of zimvie controls. Therefore, based on the available information, a packaging malfunction could not be verified. The reported event/coob is non-verifiable all the available information. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.